Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged tunneling is related to v.a.c. Ulta therapy device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Device not returned.

Event description:
On 24-jun-2016, kci received article, mckanna, melissa., geraci, jamie., hall, kimberly., hauan, brigitta., howell, melania., huey., trudy., lucius, adora., mendez-eastman, susan., purcell, kedrin., raizman, rose., shepherd, dawn., gabriel, allen. "Clinician panel recommendations for use of negative pressure wound therapy with instillation." Ostomy wound management. 2016 apr; 62(2) 3-14. Www.o-wm.com reported that one patient had a tunnel in the ischial tuberosity region with purelent drainage being monitored. The nurse could not confirm if v.a.c. Ulta therapy caused or contributed to the development of the tunneling or if it was pre-existing. The article confirmed that after 15 days of being on v.a.c. Ulta therapy the region was much improved and v.a.c. Ulta therapy was discontinued. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.